Manufacturer narrative:
(B)(4)

Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The sample initially resulted as 6.34 miu/ml and this value was reported outside of the laboratory. The physician did not believe the result based on the patient's history. The doctor requested for a new sample to be collected from the patient. A new sample was collected and tested, resulting as 56271 miu/ml. Another tube from the same collection as the original sample was then tested, resulting as 56000 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The field service representative could not determine a cause for the issue. While running performance testing, he found that the high voltage required adjustment. He adjusted the high voltage. He verified that instrument performance was within specifications. He observed the customer run calibration, controls, and patient samples without errors.

Manufacturer narrative:
The customer noted that they received a sample clot alarm on a different sample before the analyzer sampled the sample in question. The new sample collected from the patient initially resulted as 10000 miu/ml accompanied by a data flag. This new sample was then automatically repeated by the analyzer at a 1:100 dilution, resulting with the final value of 56271 miu/ml. The original sample was repeated, resulting as 10000 miu/ml accompanied by a data flag. A specific root cause could not be determined based on the provided information. It is most likely that the sample contained clots or fibrin since clot alarms were received prior to measurement.